Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was already suffering from an insufficiency regarding the suture at the end of small intestine (staple line) after a few days following a right hemicolectomy with a small bowel resection of the ileum segment, where the patient underwent resection of the colon, resection of the terminal ileum and 2 times resection of the ileum (a ileum segment). It was also reported that both ileocolostomy and ileoileostomy were created with suture materials. On first follow up operation, they did not detect on staple line. However, on second follow up operation, they were seen a hole of 3mm on the staple line and on the other staple a larger insufficiency. So, they overstitch with suture and an endoscopic vacuum therapy was offered. Then, an ileostomy was performed, and the small bowels was discharged at the third follow-up operation. This resulted to extend patient hospitalization. Patient has severe peritonitis and sepsis.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was already suffering from an insufficiency regarding the suture at the end of small intestine (staple line) after a few days following a right hemicolectomy with a small bowel resection of the ileum segment, where the patient underwent resection of the colon, resection of the terminal ileum and resection of a small intestine loop twice. It was also reported that both ileotransversostomy side-to-side anastomosis and enteroenterostomy side-to-side anastomosis were created with suture materials. On first follow up operation, they had performed abdomen inspection, and noticed a small leakage at the end of the small intestine thigh during ileotransversostomy, post resection of the ileum near the ileotransversostomy and over suturing of the staple line. On second follow up operation, they had performed abdomen inspection, and noticed a small leakage at the end of the small intestine thigh during side-to-side anastomosis of the enteroenterostomy, and overstitching of the staple line of the end of the bowel. On third follow up operation, they had performed abdomen inspection, and noticed a small leakage at the ileotransversostomy, so they overstitch the leakage. On fourth follow up operation, they had performed an insertion of vacuum seal. While on fifth follow up operation, they had performed abdomen inspection, resection of the small intestine and overstitching of the staple line. Also, the creation of an ileostomy. This resulted to extend patient hospitalization. Patient has severe peritonitis, sepsis, acute abdominal pain and increasing inflammation levels.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photographs of a surgical procedure and one device. Two photographs of a surgical noted what appeared to be fluid in the organ cavity. The device noted no visual abnormalities. The single use loading unit (sulu) was received fully applied with the interlock engaged. No knife blade damage was noted. The sulu was reset and reloaded with staples from a test loading unit. The sulu was loaded into the returned device. The instrument and loading unit were applied to the test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.